Manufacturer narrative:
Updates provided: on 28sep2018: patient was admitted to the hospital on (B)(6) 2018 and treated for hives with an epipen and an IV drip of epinephrine. On 23oct18: patient states that he continues to experience hives. He is currently taking allergy medication that does not seem to improve his condition.

Event description:
"I received a call from (B)(6) on behalf of her son, (B)(6), who was injected with monovisc on (B)(6) 2018 (USA). Around (B)(6) 2018, (B)(6) started getting "chronic hives" (idiopathic urticaria) and she believes that the hives were a result of the monovisc injection. Can someone please follow up with (B)(6): (B)(6)."